Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. During use the plastic part of handle got broken. Used another used to complete the case. No patient harm. The doctor stated no manipulation with extra tension on the device. No sample is returned because of infection in patient. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No patient info is available: gender: unknown, age: unknown, weight: unknown.